Event description:
It was reported that the pump¿s eos (end of service) was reached on 2013 (B)(6) and it was noted at a refill on 2013 (B)(6) when the pump was read. The patient had been unaware that the pump reached eos until they were told by the health care provider (hcp) at the pump refill. There were reportedly no patient symptoms or complications associated with the event however, it was then reported the patient had an increase in spasms and pain over the past year. As a result of the event, hospitalization, explant and replacement were required. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine and baclofen. It was later confirmed the patient had a marked increase in pain and spasms over the past year. It was reported that there were no allegations of premature battery depletion. It was verified the pump was replaced; the hospital kept the device and would not be available for return. The device manufacturer representative spoke with the patient who reported they were miraculously better. They experienced a significant decrease in spasms and pain.

Manufacturer narrative:
Product ID 8703w, lot# l36998, implanted: 1996 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).